Event description:
It was reported that on (B)(6)2010 while in the cath lab the intra-aortic balloon ('iab') was prepped per instruction. The md inserted the iab through a sheath and into the right femoral artery. On (B)(6)2010 while the pt was in the intensive care unit ('ICU') the pump alarmed "helium loss alarm" and a lot of blood was found in the tubing. As a result, the iab was removed and the md did not insert another iab because the pt was fine without inserting another iab. The pt was still in the ICU as of (B)(6)2010 and did not suffer any ill effects from the iab incident. Add'l info received by the chief perfusionist on (B)(6)2010 stated "the pt had an extremely bad aorta. They were beginning to wean the pt off the iabp therapy when blood was found in the pump, alarmed and blood was found in the tubing. The pt is doing very well."

Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.